Event description:
A portable chest x-ray in 2003, revealed linear opacity superimposed over right atrium compatible with a hohn catheter fragment with history of previous coronary artery bypass. Left subclavian vein to svc (superior vena cava) hohn catheter in good position with no apparent complications. No prior films for comparison. Underwent percutaneous transvascular retrieval of intravascular foreign body. A pigtail catheter was passed into the right atrium with guidewire assistance under fluoroscopy control. The catheter fragment was then withdrawn into the right common iliac vein where it was released from the pigtail catheter. A new hohn catheter was inserted. Intact hohn catheter in place via left subclavian vein. No other catheter fragments or foreign bodies identified.